Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. On (B)(6) 2026 the customer went to the emergency room (ER) with a blood glucose (bg) level of 442 mg/dl with ketones. The customer received intravenous fluids of saline and insulin, which resolved the issue without causing any injury or permanent damage. The customer was discharged from the ER on the same day. Ultimately, the customer reverted to an alternate method of insulin therapy.